Manufacturer narrative:
The pump passed the following tests : displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No pump error 130 noted during testing, however in pump's memory, pump error 130 was recorded three times on 07/29/2024 at 1:04am, 1:53am, and 3:58pm. Pump was cut open to perform visual inspection and found moisture damage on pcba1. Isolate to electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, and cracked case (battery tube). In summary, customer concern for pump error 130 is not confirmed. Unit passed all testing within spec an no unexpected motor related alarms noted during testing. In addition, moisture damage was noted, therefore isolate to electronic stack. Unable to verify exposed to magnetic field or MRI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130(this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement), exposed to magnetic field or MRI. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.